Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pulse oximeter did not match the patient's baseline condition, was slow to respond, and displayed a sudden drop without recording the curve. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received in fair and visual condition. Functionally, the spo2 module was defective. It was reported that the pulse oximeter did not match the patient's baseline condition, was slow to respond, and displayed a sudden drop without recording the curve. The reported issues were confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: front bezel was damaged (cracked) and worn, pin on the rotary dial of the printed circuit board was broken and the button cell backup battery was depleted. The issues were resolved by replacing the spo2 module, main board (including button cell battery, and the front panel). The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.